Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 25 mmol/l at the time of incident. The customer also reported that the customer was used insulin pump. No further troubleshooting was performed. The kit will not be returned for analysis.